Manufacturer narrative:
The strip code used to generate the customer's reported results of (4.8 and 5.1) did not correctly correspond to the strip code for lot 372984a. This code does, however, correspond to the other lot (369157a) that the customer used to to generate the 5.0 reported result. It cannot be determined if the customer was indeed using lot 372984a to obtain the reported results (4.8 and 5.1). This constitutes customer misuse and cannot be ruled out as a cause for the unexpected results.

Manufacturer narrative:
The inratio pt/inr test strips (100071; lot# 369157a) referenced is being reported under a separate medwatch report number 2027969-2015-00711. Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr results. Results are as follows: (B)(6). There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint, which is listed as a concomitant device, was returned for investigation; however, no testing strips (suspect device) were returned. The returned monitor passed functional and thermistor testing requirements during in-house investigation. The impedance curves, associated with each of the customer's results, were analyzed statistically and were determined to be normal in shape, not exhibiting weak slope or other abnormalities. The customer's complaint was not confirmed during in-house testing. The retain strips tested on the returned monitor met accuracy criteria. Testing history for lot 372984a was reviewed and was found to meet release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications the root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.